Event description:
This spontaneous report was received on (B)(4) 2014 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using johnson and johnson floss mint waxed for oral hygiene (route-dental, lot number 0433d, expiration date and frequency unspecified). After using the floss about twice, while pulling the floss out, the metal piece flew out and the plastic part that held the spool of floss also fell out and came off the container entirely. There was no adverse event reported. Action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 13-jun-2014. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 21-apr-2014 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using johnson and johnson floss mint waxed for oral hygiene (route- dental, lot number 0433d, expiration date and frequency unspecified). After using the floss about twice, while pulling the floss out, the metal piece flew out and the plastic part that held the spool of floss also fell out and came off the container entirely. There was no adverse event reported. Action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on 16-may-2014. Lot number was updated from 0433d to m0432d. On (B)(6) 2014, field sample was received opened and used. The lot number m0432d was identified. Sample failed to meet specification by appearance evaluation since the sample was received with loose cutter. This report remains a reportable malfunction case in the united states. Additional information was received on 04-jun-2014. A review of the data revealed no unfavorable trends and no trend for the reported lot number. Lot m0432d was manufactured in 2002 and the device history record and retain samples have exceeded the retention period. Therefore, the device history record and the retain sample could not be evaluated.. Due to the absence of records it was not possible to determine if the product met or failed to meet specification. The complaint was closed with a disposition of undetermined. Based on the information available, this device was used as intended for treatment. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 04-jun-2014. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2014 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using johnson and johnson floss mint waxed for oral hygiene (route- dental, lot number 0433d, expiration date and frequency unspecified). After using the floss about twice, while pulling the floss out, the metal piece flew out and the plastic part that held the spool of floss also fell out and came off the container entirely. There was no adverse event reported. Action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on 16-may-2014. Lot number was updated from 0433d to m0432d. On 16-may-2014, field sample was received opened and used. The lot number m0432d was identified. Sample failed to meet specification by appearance evaluation since the sample was received with loose cutter. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.